Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Pump received with scratched case, pillowing keypad overlay, cracked select button keypad overlay and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on several occasions with blood glucose in the 30 to 40 mg/dl range. On (B)(6) 2018 they had blood glucose of 31 mg/dl at the time of the incident. The customer was using pump auto mode at the time of the incident. The customer was at 84 mg/dl at the time of the call. The customer was given intravenous fluids to treat. The customer was wearing the insulin pump during the incident. The customer stated that the pump does not stop delivering when they are low or give any alerts. The customer believes the pump was over delivering due to the many lows. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.